Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen recently regarding repositioning of the stimulator-receiver of her left device. Pain was reported due to the position of the device, which has caused to become a non-user of that device. The audiologist is not confident current maps are appropriate as recipient has not been seen for programming in 5 years. Last visit was one year ago ((B)(6) 2017) when it was initially reported that the stimulator-receiver had shifted and intermittency in sound with chewing or talking was noted. At that time speech perception was evaluated; however, the left ear had not been previously evaluated since activation in 2011. Programming was not attempted.

Event description:
The recipient has not used her left cochlear implant since (B)(6) 2018. The user reported a shift in receiver stimulator placement, reduced hearing, and extreme severe pain in left ear when flying or traveling to high altitudes, which seemed to start around 2014 after a flight. Subsequently the recipient was using the device inconsistently. Now, the user would like to have revision surgery due to the pain she is experiencing and her inability to fly. The patient is being scheduled for an appointment with the audiologist to run further measurements in (B)(6) 2019.

Manufacturer narrative:
Based on the received information from the field, the implant housing has moved from its intended position post-operatively, likely caused by insufficient fixation, which reportedly causes pain to the user. Therefor the recipient was using her device inconsistently since 2014 and stopped using the device in (B)(6) 2018. According to the available information, it seems likely that the reported problems were the result of migration of the implant housing. As per additional information received, recently five channels were deactivated due to hi impedance for undetermined reasons, as this was the users first fitting since 2014. The hearing impression improved after the fitting however the pain remained. A repositioning surgery may be considered. Currently the user will be further monitored and the next appointment is scheduled for (B)(6) 2019.

Manufacturer narrative:
Based on the received information from the field, the implant housing has moved from its intended position post-operatively, likely caused by insufficient fixation, which reportedly causes pain to the user. Subsequently, the recipient was using her device inconsistently since 2014 and stopped using the device in (B)(6) 2018. According to the available information, it seems likely that the reported problems were the result of migration of the implant housing. As per additional information received in august 2019, recently five channels were deactivated due to hi impedance for undetermined reasons, as this was the users first fitting since 2014. The hearing impression improved after the fitting however the pain remained. As per new information received in november 2019 the recipient is not using the device due to the reported pain. Furthermore during the follow-up appointment a round object under the skin superior-anterior to the implant was noticed. Additionally one more channel was found with high impedance status. Mechanical damage to active electrode array seems likely, however to determine an exact cause for the reported issue a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reports pain with her left cochlea implant (ci) superior-anterior to stimulator-receiver and in the ear canal which started when flying to (B)(6) in ~2014-2015. The user is unable to use her left ci due to pain. Appeared to be a round object superior-anterior to the implant which is against the coil. She reported that the implant has shifted which is when the pain started. The patient states that she hears better when her mouth is open. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: based on the received information from the field, the implant housing has moved from its intended position post-operatively, likely caused by insufficient fixation, which reportedly causes pain to the user. Subsequently, the recipient was using her device inconsistently since 2014 and stopped using the device in (B)(6) 2018. According to the available information, it seems likely that the reported problems were the result of migration of the implant housing. As per additional information received in august 2019, five channels were deactivated due to high impedance, as this was the user_s first fitting since 2014. The hearing impression improved after the fitting however, the pain remained. As per new information received in november 2019 the recipient was not using the device due to the reported pain. Furthermore, during the follow-up appointment a round object under the skin superior-anterior to the implant was noticed. Device investigation revealed damage to the active electrode caused by device minute mobility leading to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The recipient was seen regarding repositioning of the stimulator-receiver of her left device. Pain was reported due to the position of the device, which has caused the recipient to become a non-user since approximately 2014. Last visit was on (B)(6) 2017 when it was initially reported that the stimulator-receiver had shifted and intermittency in sound with chewing or talking was noted. At that time speech perception was evaluated; however, the left ear had not been previously evaluated since activation in 2011. Programming was not attempted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Based on the received information from the field, the implant housing has moved from its intended position post-operatively, likely due to insufficient fixation of it, which reportedly causes pain. Further, as per received information, the recipient is non-user since 2014. According to the available information, it seems likely that the reported problems were the result of migration of the implant housing. Currently the clinic is unable to reach the recipient, therefore no information about possible further steps has been made available yet.

Event description:
The recipient was seen recently regarding repositioning of the stimulator-receiver of her left device. Pain was reported due to the position of the device, which has caused the recipient to become a non-user of that device. The audiologist is not confident current maps are appropriate as recipient has not been seen for programming in 5 years. Last visit was one year ago ((B)(6) 2017) when it was initially reported that the stimulator-receiver had shifted and intermittency in sound with chewing or talking was noted. At that time speech perception was evaluated; however, the left ear had not been previously evaluated since activation in 2011. Programming was not attempted. The user stopped using the device approximately in 2014.